Event description:
It was reported that the patient with this pacemaker was part of a system revision due to infection. Additional information indicated that the physician implanted new system on the right side. There were no complications, and no adverse event were reported. The patient was discharged the following day. This pacemaker was surgically abandoned.